Event description:
Far r-wave oversensing was observed on the right atrial (ra) lead. The suspected cause is the position of the ra lead. No intervention was performed. The patient was stable.

Event description:
Abbott technical support confirmed the oversensing and recommended reprogramming.